Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material in all areas could not be identified. In regards to the foreign material inside the light guide lens, it is likely the material remained because it was adhered to an area other than the outer surface, and therefore could not be removed with reprocessing. Likely the physical or chemical stress caused the light guide lens glue to peel off, which allowed moisture to invade the device and cause corrosion. As for the foreign material in the distal end, air/ water cylinder, and air/water tube, it is likely this material remained in the device because reprocessing could not be conducted properly due to a leak from the air/water channel and forceps elevator. The following information from the instructions for use (IFU) pertains to this event: evis exera ii tjf type q180v operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Evis exera ii tjf type q180v reprocessing manual includes the preventive measures in chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited discoloration inside the light guide lens, foreign material in distal end, air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.